Event description:
I have had numerous issues over the years with glucose monitors. I have used the one touch, free style, generic meters, etc. I currently have a bayer contour next along with a medtronic insulin pump and cgm. What I have found is that using any monitor, but the bayer contour next results in spoiled test strips, having to retest due to the test failing. I was hospitalized last year and I had used my bayer gm and found I had a blood sugar over 500. When I got to the emergency room my blood sugar was measured on a one touch machine and sent to the lab. I found that the lab and my bayer were extremely close, but the one touch was on in the low 300. Throughout my stay we compared samples taken at the same time to my gm and the one touch on the floor and the lab. As the blood sugar went down the levels came closer together, but it wasn't until they were in the normal range that they were less than 5 percent between the lab and the one touch vs very close (only a few units) between the lab and bayer. The purpose of the glucometer is to test, but if the range is so far off all the testing in the world isn't going to help. I have two major complaints with all meters except bayer. It is impossible to not waste at least 10 percent or more of the strips on meters other than bayer. (In 5 years I have probably wasted 10 strips.) The machines malfunction or there isn't enough blood. The accuracy of the meters is not good at high levels (greater than 200) which type 1 diabetics are more likely to have. Being a type 1 diabetic for almost 50 years I have experience with the disease and always hated testing due to these two issues. I am asking the FDA to require greater accuracy for monitors approved for type 1 diabetics. Had I had a reading of 330 I probably would not have gone to the hospital and possibly could have died.